Event description:
This complaint is from a literature source. The following literature cite has been reviewed: slullitel pa, garcia-barreiro gg, oñativia ji, zanotti g, comba f, piccaluga f, buttaro ma. Selected vancouver b2 periprosthetic femoral fractures around cemented polished femoral components can be safely treated with osteosynthesis. Bone joint j. 2021 jul;103-b(7):1222-1230. Doi: 10.1302/0301-620x.103b7.bjj-2020-1809.r1. Pmid: 34192924. Objective and methods: authors retrospectively reviewed 112 periprosthetic femoral fractures (pffs), to compare survivability, complications, readmissions, and mortality of patients presenting with vancouver b2 pffs, treated with open reduction internal fixation (orif), versus vancouver b1 pffs treated with orif, and vancouver b2 pffs treated with revision arthroplasty. Of the 112 total, 71 patients possessed depuy femoral stems (c-stem: 60, charnley: 10, and corail: 1). The remaining 41 were divided among other manufacturers. There were 22 c-stems in the vancouver b1 group treated with orif, 17 c-stems in the b2 group treated with orif, and 21 c-stems treated with revision arthroplasty. There were 5 charnley in the vancouver b1 group treated with orif, 0 charnley in the b2 group treated with orif, and 5 charnley treated with revision arthroplasty. There were 5 charnley in the vancouver b1 group treated with orif, 0 charnley in the b2 group treated with orif, and 5 charnley treated with revision arthroplasty. The 1 corail stem was treated with revision arthroplasty. Manufacturers of the treatment implants utilized was not provided, nor were product or manufacturer details provided for acetabular components. Results: authors found no significant outcome differences between the treatment groups. Patients with vancouver b2 pffs can be safely treated with either orif or revision arthroplasty. Total numbers for adverse event outcomes -- readmissions, surgical failures, mortality and specific adverse events were not broken down by manufacturer or patient. Some patients experienced more than one adverse event or outcome. Totals for adverse event outcomes are as follows: sepsis: 3. Respiratory failure: 1. Delirium: 2. Deep surgical site infection: 6. Thromboembolic disease: 1. Dislocation: 3. Pneumonia: 1. Renal failure:1. Symptomatic anemia:1. Implant breakage:1. Non-union: 1. Instability: 4 . Periprosthetic joint infection: 1 . Aseptic loosening: 2. Postoperative fever: 7. Postoperative nausea: 10. Minor uti during in-hospital stay: 3. Blood transfusion: 35. Pneumonia: 4. Superficial wound infection: 2. Delayed fracture union: 7. Deep wound infection: 6. Nonunion/implant breakage: 2. Dislocation: 8. Aseptic femoral component loosening: 2. Deep vein thrombosis: 3. Sepsis (urosepsis): 3. Pulmonary embolism: 3. Organ dysfunction: 4. Death within 90 postoperative days: 5.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.